Event description:
It was reported that the patient had swelling in the c-spine (cervical spine) that caused discomfort, which the healthcare provider (hcp) thought was probably pump related. It was planned for the patient to have an MRI of the c-spine. No other symptoms other than the swelling and discomfort were reported. The medication in the pump was baclofen. Patient outcome was not provided. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).